Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a red alert due to high shock impedances detected. The patient's physician is aware of the situation (the model/serial number of the right ventricular (rv) lead is unknown at this time). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.